Event description:
It was reported that during an open lobectomy, the firing trigger could not be grasped completely at the first firing when the device was used to cut the right lower pulmonary vein. The device was removed from the patient by ligating the vein with ligature on both sides of the device. As it was the first firing, there was nothing hard such as existing staples around the device. Ligation was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional questions asked: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.